Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that prior to the start of an unspecified procedure, the transducer prompted an intermittent usacquisitionhw_40_0 error. The user rebooted the system but the functionality was not restored; however, the transducer was replaced as the user facility has several of them. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. There was no articulation sleeve damage noted during visual inspection; however, a strain relief crack at the connector side was found. The reported system error was not observed during system test. Factory leakage test passed at full level. The possible root cause of the reported system error is due to cable assembly manufacturing process variation. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.